Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an under delivery. Customer¿s blood glucose was 14 mmol/l at the time of incident. Customer¿s current blood glucose was 12 mmol/l. Customer reported that they treated with syringes. Customer was alleging the insulin pump because the customer had high blood glucose level. Troubleshooting was done for high blood glucose level and under delivery. Customer also reported that the air bubbles were present at quick release. Approximate size of air bubbles was campaign size. The insulin pump will not return for the analysis.